Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). It was noted that artifacts were viewable on both the rv lead and right atrial (ra) lead during the high rate non-sustained episodes which all occurred on the same day, and the patient stated they were swimming at the time of the alert. Both leads remain in use. No patient complications have been reported as a result of this event.